Event description:
Litigation papers allege patient suffered persistent and severe pain in her left hip which has increased over time, and popping and clicking. It is also alleged physicians advised patient that she suffers from elevated levels of cobalt metal ions in her bloodstream. It is also alleged in (B)(6) 2011, patients cobalt level was 2.1. It is further alleged upon information and belief, patient is suffering loss of muscle mass and deterioration of the soft tissues in her hip.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update 03/02/2012: plaintiffs preliminary disclosure form was received which identified part/lot information. There is no new information that would change the outcome of the investigation.